Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had continuous elevated blood glucose (bg value not provided). Customer declined tandem technical support's offer to perform a pump system check and alleged the pump settings needed to be refined with the healthcare provider.